Event description:
A pump malfunctioned as it was reported not to be charging due to a faulty usb connection, preventing it from being plugged in or turned on. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support, which tried multiple cables and arranged for the faulty device to be returned, providing a replacement pump.